Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional analysis were performed on the returned device. The inflation issue and balloon rupture were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0x8 mm trek balloon dilatation catheter (bdc) was advanced to the heavily calcified proximal right coronary artery, but was unable to be inflated to 12 atmospheres. The inflation device would not hold pressure and a balloon rupture was suspected, but a rupture was not visible on fluoroscopy. The trek balloon was not seen expanding during attempts to inflate it. The trek was removed and a non-abbott bdc was used without further incident. No additional information was provided.